Event description:
During inflation of the balloon, the doctor realized the balloon was not inflating fully. He thought there was a hole so he removed it from patient's body. When it was removed he inflated it and confirmed there was a hole. I am not sure if the hole was from manufacturing or from prepping or from insertion. No harm to patient.